Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported on 8030665-2019-00276 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2019-00276.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a fresenius combi set bloodline that clotted 5 hours into the patient¿s scheduled 6 hour hemodialysis (hd) treatment. Upon follow up with the clinic manager, it was confirmed that the clotting was due to the patient recently haver their blood thinner medication discontinued due to excessive bleeding. The clotting was visually observed in the venous chamber. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early, and it was confirmed the patient did not have any symptoms from not completing treatment. The bloodlines were discarded and are not available for return.